Event description:
It was reported that during a femoral artery stenting treatment procedure a shaft break occurred. The physician was using an apex balloon catheter to pre-dilate a lesion located in the tortuous femoral artery prior to stent implantation. Vascular access was radial. The apex balloon catheter was advanced to the lesion without any difficulties. The balloon was inflated and deflated without complications. Upon withdrawal from the patient, the apex shaft broke into two pieces. The section that remained in the patient was successfully snared out. There were no patient complications during the procedure as a result. Pre-dilation was completed with this device and the lesion was stented. The patient is doing fine post-procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.